Event description:
The following was reported to hamilton medical ag: alarm 231008 (o2 valve leak) always. Before use with the patient the nurse find alarm 231008 then she tell my engineer. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).